Event description:
It was reported that this right atrial (ra) lead exhibited noise, oversensing and high out of range pacing impedance measurements. It was determined that this was due to fracture of the right atrial lead. It was decided to reevaluate the patient in the near future. At this time, this lead remains in service. No further adverse patient effects were reported

Event description:
It was reported that this right atrial (ra) lead exhibited noise, oversensing and high out of range pacing impedance measurements. It was determined that this was due to fracture of the right atrial lead. It was decided to reevaluate the patient in the near future. At this time, this lead remains in service. No further adverse patient effects were reported. Additional information was received detailed this lead was surgically abandoned. An an x-ray exam was performed. Another lead was implanted instead. No further adverse patient effects were reported.